Event description:
It was reported that a pump malfunction occurred, displaying a software error code. The customer's blood glucose level exceeded 500 mg/dl, indicating an adverse impact. The customer administered a correction bolus using the pump and was provided with information on resetting the pump by technical support. After resetting, the issue did not recur, and the customer was advised to continue using the pump with instructions to call back if similar issues arose.